Event description:
Patient experienced insulin flow block alarm event occurred on 22-mar-2026. This event led to high blood glucose level for which the patient managed with correction injection via mdi (multiple daily injection) and a correction bolus via pump. Patient changed infusion set and resumed insulin delivery.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.